Event description:
It was reported that the customer experienced high blood glucose readings and was unsure why. Customer experienced blood glucose readings of 400 mg/dl at night. Customer stated that they had blood glucose readings of 185 mg/dl before bed and then 400 mg/dl later. Customer treated with a manual shot. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.